Event description:
It was reported that a customer observed air in the line of a clearlink extension set. This occurred during infusion of an unspecified drug. The duration of infusion was approximately four hours at an unspecified rate. The extension set was used with an unknown buretrol set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed with no issues noted. Functional flow testing and check for air in line was performed and the sample primed and flowed normally with no air in line noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The occurrence date resides within the last few weeks of the alert date. Should additional relevant information become available, a supplemental report will be submitted.